Manufacturer narrative:
The device was not available for evaluation. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Age: asked, but unknown. Date of birth: asked, but unknown. Weight: asked, but unknown. Ethnicity: asked, but unknown. Race: asked, but unknown. Date of event: asked, but unknown. Model number: not applicable. Catalog number: not applicable. Lot number: not applicable. Expiration date: not applicable. UDI: not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint (lower). According to the information provided by the doctor, the patient broke out in lesions on unknown date and unknown location, where soft lining came in contact with tissue. The patient does not have any known allergies.